Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. It was reported that the handset was very slow and takes a long time to connect to the pump. This had been happening for the past year. The patient also said they have to go through all the tutorials before it will let them do anything. The agent walked patient through clearing data on the handset and acknowledging the tutorials screen. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.